Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, distributor) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient experienced postoperative discomfort. The patient suspected that their internal pump was displaced downwards. The doctor suggested the patient to wrap a bandage around their waist and abdomen first. If it does not affect the addition of medicine later, there will be no problem. If it affects the addition of medicine, the patient may need to go back to the hospital for a second operation. Currently, the patient is under observation at home. No surgical intervention occurred and nosurgical intervention was planned. Regarding patient outcome, no injury was indicated. The issue was not resolved. Additional information was received from a foreign healthcare provider and distributor via a company representative on 2023-apr-21. The onset date of the discomfort and pump displaced downwards was unknown as the patient did not inform. Factors that may have led or contributed to the discomfort and patient suspected the pump displaced downwards was unable to be provided. It was unknown if any further actions were taken or planned to resolve the issue. It was unknown if the issue regarding discomfort and pump displaced downwards was resolved. The pump remained implanted and still in use; therefore, would not be returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.